Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly the home pt had initiated the initial drain cycle prior to having the transfer set connected to the pt line of the homechoice set. After noting this the home pt connected to the setup, and received the system error 2240 alarm moments later. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.